Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indication of use. It was reported that recharging belt was broken today (B)(6) 2019. Her ins battery was needing to be charged every other day since 2019, a couple of months ago. Patient had an appointment on (B)(6) 2020 with healthcare professional (hcp) to discuss ins battery replacement. Patient had not recently been reprogrammed or switched to a new group. Patient did not recently have the need to increase parameters. It was unknown if patient had any previous discharged/overdischarged events. Patient had a lot of pain in her back. No further complications were reported.